Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the hex bushing worn and the lock still moved after the unit was locked down and needs to be replaced. The device is beyond integra's 7 years recommended life cycle. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp (a2000) was no longer tightening. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.